Event description:
It was reported that a patient experienced cystoid macular edema (cme) after implantation of an intraocular lens in the right eye. The finding was noted on (B)(6) 2013, almost one month after the 3-month study visit. The patient was treated with durezol and bromday. The patient returned for another visit on (B)(6) 2013 and the cme was still present. The patient continued treatment and the condition had resolved by (B)(6) 2013 with good visual outcome. The physician believes this event to be caused by ocular surgery and is a known risk of cataract surgery.

Manufacturer narrative:
Device manufacturing records were reviewed with all process operations in compliance. No deviations or non-conformances (ncr) related to the customer's report were generated. The manufacturing records and related documents showed that the production order was manufactured according to specifications. Cystoid macular edema refers to retinal swelling with cyst formation in macula. This condition is on the list of known clinical hazards and may appear for a few days or weeks after cataract surgery. Also, the condition can happen even if the surgery was performed perfectly. Other causes of cystoid macular edema include diabetes affecting the retina, or a variety of conditions causing chronic inflammation inside the eye. Based on the manufacturing record review, no deviation or assignable cause was identified for the reported event. Date of this report: (B)(6) 2013. Date received by manufacturer: 05/23/2013. Expiration date: 09/05/2015. Device manufacture date: 09/05/2012. To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.